Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: after the jaws were opened, it was found that the tissue around staple line was damaged. The other new device was used to cut the site and also additional suture was performed just in case. There were no adverse consequences to the patient.

Event description:
It was reported that during an open procedure of the rectal amputation, the knife was not returned to home position and the jaws could not be opened after the 4th stroke of the 3rd firing when the device was used for the rectum. The jaws were opened after grasping the closing lever a few times by force. The staple line opened. There were some malformed staples and they were retrieved. Additional suture was performed to complete the case. The cartridge color was gold. Reinforcement material was not used. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one device was returned in good visual condition and with four ecr60d cartridge reloads present; they were received fully fired and in good visual condition. In addition the returned reloads were disassembled to verify the condition of the internal components and no anomalies were noted. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the knife reverse worked as intended. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process